Event description:
It was reported that a 60-year-old caucasian female patient who underwent a breast augmentation primary with a mentor memorygel, 450cc silicone breast implant has experienced bilateral capsular contracture grade IV, and bilateral symptomatic rupture postoperatively. As a result, patient underwent bilateral replacements as follow: left/ catalog number 3504004bc, serial number 9576321-072, and right/ catalog 3504004bc, serial number (B)(4) on (B)(6) 2022. This report relates to the left prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade IV, symptomatic rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Device evaluation completed on november 01, 2022: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 450cc breast implant was found to be rupture and received in two parts. Additionally a crease was noted on the edge of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on february 10, 2025, indicating that the date of implantation has been updated from blank to (B)(6) 2012, aligning with the customer note which states the doi as occurring 10-13 years ago. Surgical intervention has been added to both implant profiles, reflecting that a breast lift was performed between 2015 and 2016, with no evidence of explantation present. Furthermore, the product expiration date includes expired product and user error for both implants, as the date of implantation occurred after the expiration date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
[Adverse event review clinical note and patient coding verification]: coding was reviewed by a clinician on feb-21-2025 per (B)(4) with the available information about the reportable event. Updated coding: removed pec ¿ user error, there isn't enough evidence to prove that the devices were removed and reinserted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on march 14, 2025: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 450cc breast implant was found to be rupture and received in two parts. Additionally a crease was noted on the edge of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet the american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It was noted that, based on the date of implantation provided and the expiration date of the reported lot number, the devices were implanted after the expiration date. Multiple attempts have been made to obtain a clarification of the implantation date, however, no additional information has been provided. According to the product, insert data sheet sterility cannot be guaranteed if the product is used after the ¿use by date¿ shown on the box label. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).